Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after moving the system, when the image acquisition system (ias) and mobile viewing station (mvs) were reconnected, the pendant displayed that it was connected but not ready and all statuses were red. The site rebooted the ias and mvs and the issue resolved. There was no patient involved.